Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high compared to her feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 between approximately 8-9am, the patient reported obtaining readings of "225, 172, 238mg/dl." The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported that she normally tests 3 times a day. The patient reported in response to the high readings, she administered an extra dose of glipizide 2.5 mg on (B)(6) 2012. On (B)(6) 2012 between 8-9am after the issue occurred, she reported developing symptoms of "shaky, sweaty all over and weak." The patient reported on (B)(6) 2012 at 2am, she had something to eat or drink in response to the symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she obtained an inaccurately high reading, administered additional medication, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specifications and functioned properly.retains passed testing wtih no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.